Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) performed troubleshooting which led to replacement of pcba, video generator. Tests subsequently performed according to repair protocol. The device passed all performance and safety tests according to the factory specifications and was returned to the customer approved for clinical use.

Event description:
N/a.

Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) during use had an alarm ¿maintenance may be required". No harm occurred.

Manufacturer narrative:
Due to character limit in e1 : initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.